Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the therapy logs confirmed the increased intra-peritoneal volume (iipv) event, but it was not duplicated during pal evaluation. Device functioned normally during evaluation. The cause of the iipv found in the logs was undetermined, because the event log and alarm log were over written. A service history review (shr) revealed that no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).this is report 2 of 3 associated with this device.the device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2011 during drain cycle 1. The patient's ultrafiltration (uf) reading was 212 ml, indicating the home patient (hp) drained 212 ml more than the largest prescribed fill volume of 550 ml. This meant the total drain volume was 762 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse and notified the nurse of the incident of iipv that was found during the device log review.